Event description:
Manufacturer's representative reported the patient complained of headaches, and nausea. The physician reported aspirating 40ml of fluid from the pump pocket site. The catheter access port was accessed but the physician reported he was only able to withdraw 0.1ml. Further intervention via x-ray was being considered. The physician reported to programming the pump to stop pump infusion mode and the pump is scheduled to be replaced and it was reported to be on the recall list. Based upon manufacturer device registration the infusion pump was explanted and replaced in 2007. Additional information including current patient status has been requested from the hcp, and follow up report will be sent when new info is received.